Event description:
Customer states "unit b (B) (4) saturations were likely appropriate but hr 54 consistently 54 on vigorous infant. Ongoing history of equipment malfunctions with rad-57 - rad-87." No known impact or consequence to pt. This is a follow up to the user facility report submitted and received by masimo. See user facility reference no (B)(4).

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for eval or new info is obtained, a follow up report will be submitted. This is a follow up to the user facility report submitted and received by masimo. See user facility reference no (B)(4).